Event description:
It was reported a balloon burst at three atmospheres during pre-dilatation prior to stent placement for a peripheral percutaneous transluminal angioplasty of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was rec'd, evaluated and retained by the MFR. The engineering evaluation revealed the shaft under the balloon was cork screwed and a kink was located at the strain relief of the catheter. Performance testing revealed a pin hole leak located three centimeters proximal to the distal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistant with overpressurization, a cork screwed shaft, and contact with a sharp external source, scratches on the balloon surface. The co's follow up indicated this device was used in an extremely calcified lesion. It was also indicated this lesion required stent placement. Therefore, the co believes either calcification and/or the percentage of occlusion contributed to this event and do not attribute it to the device. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.